Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log was downloaded for review that showed events spanning approximately 3 days ((B)(6) 2023, v 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. Intermittent atypical power cable disconnects coincident with rsoc invalid faults on the white power cable were active on (B)(6) 2023 from 09:09:37 ¿ 14:05:42. These alarms cleared shortly after activating and occurred on battery power. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2023 at 09:28:21 for a system controller exchange. There were no other notable alarms active in the log file. The returned system controller was functionally tested on a mock loop and operated the pump without any alarms or issues activating. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Reporter phone number: (B)(6).

Event description:
It was reported that the patient had a power cable disconnect alarm on his controller from the white power cable. Both cables were connected to a fully charged battery. The white cable was moved and the alarm stopped. The controller was exchanged.